Event description:
Caller alleged discrepant inratio inr results. On (B)(6) 2015 the patient received an inratio 5.8 and held coumadin for 2 days, (B)(6) 2015 received an inratio 1.7; re-test 1.8 (the customer believes this much of a drop should not have occurred) resumed coumadin. (B)(6) 2015 the patient received an inratio 6.7 and held coumadin for 2 days, (B)(6) 2015 received an inratio 1.5 (the customer again believed this much of a drop should not have occurred) resumed coumadin. Customer attempted to request confirmatory testing for these results and was unable to obtain an appointment for the lab. Due to doctor not feeling she could trust the accuracy of the unit, as of (B)(6) 2015 she has been taken off coumadin and placed on equilis until such time as she has a unit she can trust. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse event. There was no additional information provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
In medwatch follow up #1, it stated that the returned meter using retain strips did not uncover any deficiencies. The meter continues to meet specification. However, the meter did not meet testing specifications. In addition, the follow up stated: the manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Correction: the customer's complaint was confirmed during in-house investigation. Further investigation into this issue will be pursued. As a result, CAPA-(B)(4) was initiated. Certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to have inflammation from a non-diagnosed condition. Chronic inflammatory was identified as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. The manufacturing records for the lot were reviewed. The non-conformances associated with this lot were not relevant to the initial complaint and does not affect product performance.

Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. The complaint for discrepant unspecified was confirmed during in-house investigation. Retain strip testing with lot number 358566 on the returned meter failed accuracy criteria. Investigation of the returned meter using retain strips did not uncover any deficiencies. The meter continues to meet specification. Retain strip testing with lot number 358566 on the returned meter failed accuracy criteria. Further investigation into this issue will be pursued. CAPA-14-052 was opened to investigate this issue. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented.